Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and right ventricular (rv) lead had the ra lead dislodged at pre-discharge interrogation. The dislodgement was confirmed via x ray analysis, failure to capture and low intrinsic amplitude. Also, the rv lead slack had been pulled back. The rv lead was repositioned, and the ra lead was explanted and a new ra lead implanted, furthermore, the ra lead has been returned for analysis at this time. No additional adverse patient effects were reported.